Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube underfilled. A replacement tube was used and filled normally. No adverse impact was reported regarding the patient or user.